Manufacturer narrative:
The battery was rec'd at an international distribution center. Based on the investigation details, the battery was confirmed to be faulty. When the customer accidently placed the battery terminals downwards in a tray of metal manual instruments, it caused a short across the terminals, which caused the battery case to melt around one of the terminals. This resulted in the device smoking and catching on fire.

Event description:
It was reported that a customer accidently dropped the battery in a basket of metal instruments. That resulted in the device smoking and catching on fire. There was no pt involvement. There was no user injury or any adverse consequences reported.